Event description:
Customer reported getting inaccurate erratic readings from their freestyle meter. Freestyle comparison readings of 162 and 316 mg/dl were reported by the customer within a 10 minute period. Testing was conducted on the fingertip.